Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging an intermittent power issue with the pump. Reportedly, the battery cap and battery compartment were intact with no physical damage. The reporter confirmed that the battery cap was secured appropriately to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.